Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's granddaughter reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 258mg/dl. It was reported that the act button is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer had second pump on file, and was assisted in programing the pump so that it could be used. No further assistance was needed.